Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no sound and the primary display touchscreen was not working. No patient harm reported. Nihon kohden technician had the biomedical engineer check the physical connections and they found the audio cable and usb touchscreen cable had been unplugged. Once those cables were plugged in to the central nurse's station, the sound came back and touchscreen was working again. No patient harm reported. (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not producing any sound and the primary display touchscreen was not working. No patient harm reported.